Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information:it was reported that this patient fell and hit her head. There is no evidence of pacing spike, oversensing, or underpacing on the holter. Also no signs of loss of capture. Physician reprogrammed the device and will be monitored further. Patient had an ablation and the physician suspects that the rv lead may have been damaged during that procedure.